Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the complete lead was returned. There was dried body fluid through out the lead lumen. There was a cut in the insulation 302 millimeters from the terminal pin. The conductor coils were also deformed and there was evidence of electro-cautery melting the lead insulation in two different locations on the lead body. Analysis revealed that there was a hole in the inner insulation of the lead, which was likely a result from the inner and outer coils being crushed. The clinical observations were unable to be confirmed during laboratory analysis. Analysis findings were believed to be induced during the explant procedure.

Manufacturer narrative:
Analysis is currently on-going.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead required high pacing outputs. The patient often experienced shortness of breathe. It was reported that this lead had exhibited dislodgement. The lead was explanted and replaced. No further complications have been reported.

Event description:
This lead was returned for laboratory analysis.